Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right coil was not found, possibly in the muscle of the uterus') and device breakage ('device breakage') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) and femcon from 2003 to 2004; for an unreported indication: depo-provera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included metronidazole since (B)(6) 2017 and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes: infection"), cystitis ("bladder or urinary problems or changes: infection"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right coil was not found, possibly in the muscle of the uterus/complication of removal-right coil possibly migrated into muscle; can not be removed") and allergy to metals ("nickel allergy"). The patient was treated with antibiotics, ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), iron and surgery (microsurgical tubal anastomosis on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, mood swings, device expulsion, urinary tract infection, cystitis, migraine, allergy to metals, vaginal discharge, depression and anxiety outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure placement was done after same difficulty secondary to tubal spasms. However, placement was excellent with four coils noted after placement on the patient's left tube and three coils on the right tube. Surgical finding: uterus and ovaries appeared normal. The right tube length was 8 cm distal to the essure device which was implanted into the uterus. The left tube length was 7.5cm distal to the essure divide which was implanted into the uterus. Right essure never seen possibly in the muscle of uterus. Must has passed through tube as tube was blooded at surface of uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, embedded device". Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet received. New events added- " migration of essure device location of device: unknown: right coil was not found, possibly in the muscle of the uterus/complication of removal-right coil possibly migrated into muscle; can not be removed; device breakage; mood swings, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: infection; migraines/headaches; nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal, vaginal discharge, fatigue, depression, anxiety and plaintiff did not undergo essure confirmation test¿. Reporter, demographics, medical history, historical medication, essure removal date; essure indication (amended); concomitant/treatment medication were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device:right coil was not found, possibly in the muscle of the uterus') and device breakage ('device breakage') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2009 and femcon from 2003 to 2004; for an unreported indication: depo-provera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included metronidazole since (B)(6) 2017 and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes: infection"), cystitis ("bladder or urinary problems or changes: infection"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right coil was not found, possibly in the muscle of the uterus/complication of removal-right coil possibly migrated into muscle; can not be removed") and allergy to metals ("nickel allergy"). The patient was treated with antibiotics, ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), iron and surgery (microsurgical tubal anastomosis on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, mood swings, device expulsion, urinary tract infection, cystitis, migraine, allergy to metals, vaginal discharge, depression and anxiety outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure placement was done after same difficulty secondary to tubal spasms. However, placement was excellent with four coils noted after placement on the patient's left tube and three coils on the right tube. Surgical finding: uterus and ovaries appeared normal. The right tube length was 8 cm distal to the essure device which was implanted into the uterus. The left tube length was 7.5cm distal to the essure divide which was implanted into the uterus. Right essure never seen possibly in the muscle of uterus. Must has passed through tube as tube was blooded at surface of uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, embedded device". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right coil was not found, possibly in the muscle of the uterus/migration') and device breakage ('device breakage') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2009 and femcon from 2003 to 2004; for an unreported indication: depo-provera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included metronidazole since (B)(6) 2017 and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes: infection/uti"), cystitis ("bladder or urinary problems or changes: infection"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: right coil was not found, possibly in the muscle of the uterus/complication of removal-right coil possibly migrated into muscle; can not be removed"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with antibiotics, ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), iron and surgery (microsurgical tubal anastomosis on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, mood swings, device expulsion, urinary tract infection, cystitis, migraine, allergy to metals, vaginal discharge, depression, anxiety, pelvic pain and headache outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure placement was done after same difficulty secondary to tubal spasms. However, placement was excellent with four coils noted after placement on the patient's left tube and three coils on the right tube. Surgical finding: uterus and ovaries appeared normal. The right tube length was 8 cm distal to the essure device which was implanted into the uterus. The left tube length was 7.5cm distal to the essure divide which was implanted into the uterus. Right essure never seen possibly in the muscle of uterus. Must has passed through tube as tube was blooded at surface of uterus. Plaintiff received treatment for pain, nickel allergy, bladder/urinary prob, migration, other injuries/ sympt. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporter information added. Event: pelvic pain, abdominal pain, migration, headaches added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.